Manufacturer narrative:
The condition of failure code 810:03 was confirmed through the event history and was found to be due to a faulty air-in-line printed circuit board. The air-in-line printed circuit board was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "undetermined malfunction." (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "out of order." It is unknown if when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. During review of the event history it was determined that a failure code 810:03 on channel b occurred during delivery causing an interruption of delivery. No additional information is available.